Event description:
It was reported that: in the case, the acetabulum screw broken during screwing.

Manufacturer narrative:
An event regarding crack/fracture involving a trident drill bit was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device was fractured through the fluted section. The flutes appear in used condition. Material analysis: a material analysis was performed and indicated the following: "failure was from fast fracture mechanism common to high hardness, martensitic stainless steels. The fracture most likely initiated at a sharp edge and propagated quickly across the diameter without plastic deformation. The drill was made from the designated alloy and heat treated to a high hardness. No manufacturing defects were found on the surfaces inspected here." Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the drill bit broke during surgery. Visual inspection of the returned device indicated that the device was fractured through the fluted section. The flutes appear in used condition. A material analysis was performed and indicated the following: "failure was from fast fracture mechanism common to high hardness, martensitic stainless steels. The fracture most likely initiated at a sharp edge and propagated quickly across the diameter without plastic deformation. The drill was made from the designated alloy and heat treated to a high hardness. No manufacturing defects were found on the surfaces inspected here." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that: in the case, the acetabuluma screw broken during screwing.